Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance measurements > 3000 ohms and a loss of capture during a recent checkup. The physician elected to explant the device, and replace it with a similar device. There were no patient complications reported.